Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. Multiple episodes of high ventricular rate (hvr) consistent with right ventricular lead noise were observed on electrocardiogram (egm). The noise was reproducible with isometric testing. A decrease in r wave amplitude was also observed. The ventricular lead was explanted and replaced. The rest of the system was also explanted electively and replaced. The patient tolerated the procedure with no complications and was stable.

Manufacturer narrative:
The reported events of r- wave amplitude variation and noise were confirmed. As received, a complete lead was returned in one piece. Visual inspection found an external insulation abrasion [7.8 cm ¿ 7.9 cm from the connector pin] proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported events is due to external insulation abrasion which is consistent with friction to the device can.